Event description:
Edwards received notification of an evoque procedure in tricuspid position where a temporary pacemaker was placed post procedure due to new onset heart block.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Based on the complaint investigation, the complaint for valve interacts with conduction system was confirmed with emperical evidence via information reported by edwards clinical specialist. As reported, the patient experienced a new onset heart block after the procedure and a pacemaker was placed. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Patient factors that have been noted are pre-existing arrhythmias/conduction disturbances (such as bradycardia during anesthesia). Patient factors that could contribute are pre-existing factors such as pre-existing conduction disturbances and patients with previous heart transplants. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
Additional information was received that the patient had a right bundle branch block (rbbb) at baseline and was deemed high risk for ppm. And the root cause of the event was deployment of the evoque valve in the annulus knocking out the already fragile conduction system. Also, it was noted that the heart block worsened post procedure, and on an unspecified day post procedure a ppm was implanted.